Event description:
Healthcare professional reported right side capsular contracture baker grade IV and double capsule. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive ¿ seroma: unable to observe as it is not related to the device. ¿ wrinkling: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported via medinfo that they "had a breast augmentation" and stated "right breast has started changing by hanging a bit more than the left. Patient stated that the right breast has always been a bit bigger than the left, but over the years after the implant surgery it started changing more and became more noticeable that it was different. Patient said it also has funny dents/ripples as well. Healthcare professional reported "rupture and free fluid implant on the right" was detected. Right side device explanted.

Event description:
Healthcare professional later reported capsular contracture baker grade iii, right side device rupture and ¿non-specific granulating inflammation, detection of foreign material and macrophage reaction" diagnosed by histopathology.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "suspected device rupture and "free fluid"."

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and double capsule. The device was explanted.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Patient reported "right breast has started changing by hanging," bigger, funny dents/ripples." Healthcare professional reported right side free fluid, capsular contracture baker grade IV, double capsule, on-specific granulating inflammation, detection of foreign material and macrophage reaction. The device was explanted.